Event description:
Patient self tester reports discrepant results with meter. Date: (B)(6) 2010, inratio: 4.1. Date: (B)(6) 2010, inratio: 1.4, lab: 1.9. Patient reduced coumadin dose on (B)(6) 2010 after result of 4.1 on meter.

Manufacturer narrative:
Investigation pending.